Manufacturer narrative:
H10. H3, h6: the reported 4.5 twinfix ultra pk suture anchor assemblies, used in treatment, will not be returned for evaluation, however photographs were supplied. Examination of the photographs could not confirm the reported complaint of rust. The laser marking is uneven along the shaft but is legible. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Since no patient harm is being alleged and no further harm is anticipated, no further assessment is warranted at this time.

Manufacturer narrative:
H10: additional information on b5.

Event description:
It was reported that during shoulder rotator cuff repair surgery after the anchor was implanted, it was found rust at the inserter laser marking. A backup device was available to complete the procedure with no significant delay or patient injuries.

Event description:
It was reported that during shoulder rotator cuff repair surgery after the anchor was implanted, it was found rust at the inserter laser marking. It is unknown whether there was a back up available or delay in the case. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.